Event description:
Event was reported to (B)(4) by an attorney. The patient experienced recurrence of stress urinary problem, pain, infection, extrusion, urinary problems, bowel problems, emotional/psychological condition, pressure, organ perforation, removal procedure, dyspareunia, and other symptoms as they become apparent. No further information has been provided.